Event description:
The customer reported that they were experiencing comm loss across the whole department. Both the central nurse's station (cns) and the remote nurse's station (rns) were affected. The monitored devices were gz transmitters. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that they were experiencing comm loss across the whole department. Both the central nurse's station (cns) and the remote nurse's station (rns) were affected. The monitored devices were gz transmitters. No patient harm or injury was reported. Investigation summary: the communication loss event lasted for about 10 to 15 minutes starting at around 6:00am. The customer only provided bed names range from 2n06 to 2n09. Despite this, the event was reported as a department-wide communication loss. On the same call, the customer also reported another instance of communication loss with a similar duration starting around 10:11am. This event also affected the same number of devices. Attempts to gather data during these communication loss events for analysis were made. The customer stopped responding to contact attempts for data gathering. Root cause: the reported events have characteristics of a network issue. In particular, the similar nature and duration of the two reported events. It's probable that work was being performed on the facility's network. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that they are experiencing communication loss across the whole department. Both central nurse's station (cns) and remote nurse's station (rns) are affected. The monitored devices were transmitters (gz's). No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they are experiencing communication loss across the whole department. Both central nurse's station (cns) and remote nurse's station (rns) are affected. The monitored devices were transmitters (gz's). No harm or injury was reported.